Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient did not charge the ipg as recommended and the battery depleted. Stimulation therapy was restored postoperatively.